Event description:
It was reported that on (B)(6) 2024 before the insertion of port the nurse found that the needle stems and the extension of the tube articulated leakage. Required replacement of the implantable drug delivery device indwelling needle. Which caused pain again to the patient. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.